Event description:
The hcp reported a volume discrepancy. The expected reservoir volume was 2 ml; the actual reservoir volume was 10 ml. During the normal refill cycle, the patient experienced a loss of therapeutic effect and flu-like symptoms. The pump was used to deliver morphine. There were no alarms, and the calibration constant was correct. No diagnostic studies had been done; a dye study and roller study were recommended. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.